Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in a car accident and taken to the hospital. While she was in the hospital her blood glucose increased to 553 mg/dl and the hospital staff removed her from the insulin pump. It was discovered that the customer's basal rates were deleted. The hospital staff treated the patient's blood glucose and released her from the hospital when her values stabilized. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.